Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) reporting an alarm during fill 1 and the home patient (hp) stated a towel under the homechoice (hc) was wet and they wanted to start over. The technical service representative (tsr) explained the alarm. The tsr assisted to end therapy so new supplies could be used. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the leak complaint was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient.